Manufacturer narrative:
Insulin pump received with detached end cap, minor scratched display window and cracked reservoir tube lip. It was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap.

Event description:
Customer reported that he was in the hospital due to unrelated event. Customer stated his blood glucose value is high and he noticed the back of the insulin pump is coming off. Blood glucose value is 323 mg/dl; treated with manual insulin injection. Nothing further reported.